Event description:
It was reported to vyaire medical problem with the infant flow sipap where the unit is not staying in a mode. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer confirmed that the issue occurred during pre-testing calibration where they were unable to change the mode on this unit. The mode tab disappeared. Additionally, vyaire instructed on what to do to calibrate the unit and to get to a mode to see if the window stays open. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.